Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by a user facility that a saline bag back filled while sitting idle recirculating waiting for patient hookup. The machine was idle for approximately 20 minutes. There was no patient involvement. No parts were replaced.